Manufacturer narrative:
Due to character restriction in block e1 event site telephone is (B)(6) . A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to reproduce the issue. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that during user boot test, the cs100 intra-aortic balloon pump (iabp) had an error message indicating that the electrical detection failed, error code 50. There was no patient involvement.